Event description:
Radiographs and pacs computerized library of radiographic files recorded an incorrect time of acquisition. Medical record was inaccurate interfering with the time line of medical care. This error was replicated in multiple hospitals. It is up to the investigators to determine how many hospitals and pt records were affected throughout the us.